Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial scs system which included two leads from the same lot. It was reported the pt was experiencing painful stimulation in her right chest wall and arm. Reprogramming did not resolve the issue. The pt turned the stimulation off stating it was too uncomfortable. X-ray imagery confirmed one of the leads had migrated. It was noted the trial leads were explanted one day earlier than planned. The pt received approximately three days of effective stimulation and plans to move forward with a permanent scs system.